Event description:
It was reported that the patient had lumbar surgery with removal of the spinal cord stimulator. The doctor reportedly noted that ¿it was old.¿ it was also noted that the reason for removal was normal battery depletion.

Manufacturer narrative:
Concomitant products: product ID 74001, lot # n202799, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type adapter; product ID 3550-29, explanted: (B)(6) 2013, product type accessory; product ID 7496, serial # (B)(4), implanted: (B)(6) 1990, explanted: (B)(6) 2013, product type extension; product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, explanted: (B)(6) 2013, product type lead; product ID 7496, serial # (B)(4), implanted: (B)(6) 1990, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the adaptor (lot # n202799) found no significant anomaly. It was noted that the outer insulation of the adaptor body was melted. It was suspected that this was a cautery artifact. Analysis of the accessory kit found no anomaly. Analysis of the extension (serial # (B)(4)) found that the outer insulation of the extension body had a breached depression. Analysis of the lead (serial # (B)(4)) found no significant anomaly. It was noted that there were several breached and cosmetic cuts in the outer insulation. It was suspected that this was explant damage.